Event description:
The malyugin ring came out of the injector upside down it could not be manipulated and caused a tear in the iris.

Manufacturer narrative:
The surgeon advised manufacturer that the malyugin ring had been inserted correctly but the interior scroll had a defect and was unable to hook onto the iris like the other three had done. The malyugin was removed and another one was inserted without issue and the iris remained intact.the surgeon reported that while there was a minor issue with the malyugin, the patient did not experience any harm.

Event description:
The malyugin ring came out of the injector upside down it could not be manipulated and caused a tear in the iris.